Event description:
It was reported that the procedure was to treat an eccentric 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. The 2.5 x 15 mm tenku balloon catheter was wiped with the wet gauge. The air-bleeding was performed outside the patients body. The tenku was advanced without issue and inflated to 8 atmospheres (atm), for 20 seconds. During the second inflation of 14 atm, the balloon ruptured. The device was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. This medwatch correspond to the device currently marketed for sale in the us.